Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision on patient's right knee (femoral component). The rep reported that he was unable to find operative notes or an implant sheet from either the 2004 revision or the 1996 primary procedure. No further details are known.